Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when adding a patient, the system "froze" and then rebooted. There was no patient incident.